Event description:
Physician attempted to advance an integrity rx stent to the lesion. There was severe calcification at the lesion. There were no abno rmalities noted prior to use of the device. The stent could not cross the lesion; lifting of one stent strut was confirmed after withdrawal of the device. No clinical sequelae were reported. Evaluation summary: the stent struts on the 8th and 9th proximal stent segment were raised and deformed.

Manufacturer narrative:
Evaluation results: 317 patient's condition affected effectiveness of device (severe lesion calcification) evaluation conclusions: 50 device failure/lack of effectiveness related to patient condition (severe lesion calcification).